Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the harmonic ace instrument would not work as it was showing an error. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly at the base. The blade broke roughly 0.135" from the base. Broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was analyzed. The instrument was found to fail the energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test and generated a message of "replace hand piece" on all attempts. Additionally, the instrument was found to have a cracked blade. As a result, the instrument failed the energy recognition test.